Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rate and atrium channel electricity was unable to be adjusted on the external pulse generator (epg). The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis could not confirm the customer comment that the rate and atrium channel electricity was unable to be adjusted on the external pulse generator (epg); the epg passed incoming testing. It was found, however, that the output connector was damaged, and there was a missing hanger o-ring and screw. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.